Manufacturer narrative:
Correction: relevant tests/laboratory data. Additional information: concomitant med prod dat, manufacturer narrative. Root cause: the root cause for the reported issue that device had over infusion of antibiotic & potassium was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when the device was setup with a secondary infusion line, the medication was delivered within 20 minutes. Which was unexpectedly quickly. A second line was connected and the same happened. No damage to secondary set was noted. Both sets were used on the same patient. There was patient involvement, but no patient harm. During follow up, the clinician indicated "the medication was calcium gluconate 1g/50mls. As ordered, that dose would be given over 1 hour but was found empty 10-15 minutes after starting.... I did hang multiple infusions on this pump throughout the shift and it¿s possible multiple other infusions were involved." The event occurred at approximately 16030.

Event description:
It was reported that when the device was setup with a secondary infusion line, the medication was delivered within 20 minutes. Which was unexpectedly quickly. A second line was connected and the same happened. No damage to secondary set was noted. Both sets were used on the same patient. There was patient involvement, but no patient harm. During follow up, the clinician indicated "the medication was calcium gluconate 1g/50mls. As ordered, that dose would be given over 1 hour but was found empty 10-15 minutes after starting.... I did hang multiple infusions on this pump throughout the shift and it¿s possible multiple other infusions were involved." The event occurred at approximately 16030.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.